Event description:
It was reported, during tha surgery, the drill bit broke when the surgeon was drilling to the hole of the mesh. The tip of the drill bit was remained to the patient. This case is revision due to infection with non-stryker implants. The information details of the primary surgery are unknown. Before the revision surgery, cement molding with antibiotics was performed.

Manufacturer narrative:
The reported event could be confirmed. The device inspection revealed the following: the tip of the returned drill bit is completely broken / snapped off. The inspection also revealed that the cutting edges are blunt / damaged as well, which indicates that too much force had been applied (possible inadequate angulation during drilling) or that the drill was not in good working order. The close up views, done by the microscope, indicating though that the surface of the breakage is homogenous which again indicate conformity to the given specification (powerful dynamically overload during use). A review of the device history for the reported lot did not indicate any abnormalities. Additionally, a corrective action has already been initiated which is addressing such breakages. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. Based on investigation, the root cause was attributed to be user related. The failure was caused by too much force during drilling (possible inadequate angulation). If any further information is provided, the investigation report will be updated.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
It was reported, during tha surgery, the drill bit broke when the surgeon was drilling to the hole of the mesh. The tip of the drill bit was remained to the patient. This case is revision due to infection with non-stryker implants. The information details of the primary surgery are unknown. Before the revision surgery, cement molding with antibiotics was performed.